Event description:
Contamination it was reported that there was a discoloration at the tip. No patient injury reported.

Manufacturer narrative:
Evaluation summary: catheter #1-customer report was confirmed for discoloration although the catheter tip area was not found to have the discoloration. The white hub (proximal lumen) was found to have some discoloration (yellowish) around the threaded area of the hub. The product however should be free of stains and/or discoloration per document. Catheter #2-customer report was confirmed for discoloration although the catheter tip area was not found to have the discoloration. The white hub (proximal lumen) was found to have some discoloration (yellowish) around the threaded area of the hub. The product however should be free of stains and/or discoloration per document.